Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urinary/bowel dysfunction. The trial date was unknown. It was reported that during the trial, they practiced holding it and it worked and they didn't have any accidents except towards the end. Patient's healthcare provider said that it was probably because the wires were outside of their body and probably got loose and out of the wrong spot. Patient reported urinary symptoms.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type lead product ID: neu_unknown_lead, lot# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.